Event description:
Patient was revised due to high ion levels.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. Not returned.

Event description:
Patient was revised due to high ion levels. **update** (B)(4) 2012 - medical records were received. The revision operative report noted marked corrosion at the morse taper. The complaint was reopened to address the reported corrosion. **update** (B)(4) 2012 - litigation papers received. There is a date discrepancy between what was previously reported - (B)(6). And the litigation - (B)(4) 2006. An invoice could not be located to verify the correct date. There is no new additional information that would affect the outcome of the investigation. **update** (B)(4) 2012 - plaintiff's preliminary disclosure form was received, which identified correct implant date. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Manufacturer narrative:
Depuy still considers this investigation closed.